Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization was in the 500mg/dl. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. Bent cannula was also mentioned. Troubleshooting was declined. It was reported that the customer had elevated blood glucose levels sometimes because she forgets to deliver a bolus.